Event description:
It was reported that balloon rupture and tip detachment occurred. Vascular access was obtained via the retrograde approach from the radial vein side. The 75% stenosed target lesion was located in the mildly tortuous forearm radial artery. After a 5fr 4cm non-boston scientific (bsc) guide catheter was placed and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 3.5-4/4t/90 symmetry balloon catheter. However, on the third inflation at 16 atmospheres, the balloon ruptured. The balloon and wire were removed together from the sheath, but the tip of the balloon was noted to be missing. Subsequently, angiography was performed, but the location of the separated part could not be confirmed. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 12mm distal of the proximal balloon bond. This type of damage most probably occurred when the device was being withdrawn through the sheath. The distal section of balloon material including a section of shaft, the distal markerband and tip of the device was not returned for analysis. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found the shaft of the device to have completely separated at a location proximal of the distal tip bond. The distal section of shaft including the distal section of balloon material, the distal markerband and tip of the device was not returned for analysis. The shaft is also severely stretched distal of the proximal markerband. The distal section of the device including a section of balloon material, a section of shaft the distal markerband and tip of the device was not returned for analysis. A visual examination observed that the distal section of the device including the distal markerband, a section of balloon material, a section of shaft and tip of the device was not returned for analysis. The proximal markerband was undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture and tip detachment occurred. Vascular access was obtained via the retrograde approach from the radial vein side. The 75% stenosed target lesion was located in the mildly tortuous forearm radial artery. After a 5fr 4cm non-boston scientific (bsc) guide catheter was placed and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 3.5-4/4t/90 symmetry balloon catheter. However, on the third inflation at 16 atmospheres, the balloon ruptured. The balloon and wire were removed together from the sheath, but the tip of the balloon was noted to be missing. Subsequently, angiography was performed, but the location of the separated part could not be confirmed. The procedure was completed with no patient complications reported.